Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the packaging label. On visual and microscopic inspection, the stent delivery wire (sdw) and stent was returned inserted in an unknown catheter. The catheter hub was cut from the unknown catheter and was not returned with the device. The stent was returned partially deployed and was deformed. The sdw was inserted in the unknown catheter. A mandrel was inserted in the catheter and the stent was extracted and was found intact. The sdw could only be partially retrieved from the unknown catheter. The retrieved section of the sdw was kinked bent. Functional inspection was not carried out due to damage noted to the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information, the device was confirmed to be in good condition during preparation/prior to use on the patient and it was prepared as per the dfu. The device was returned and the damage noted to the device is indicative of the reported event. It is probable that the device was damaged during navigation through the patient's anatomy causing the reported event. An assignable cause of procedural factors will be assigned to the reported stent difficult/unable to advance/pullback through catheter and to the analyzed sdw kinked bent and stent partial deployment, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject stent was returned for analysis and it was discovered that the stent partially deployed during the procedure. There was no clinical consequence to the patient reported as a result of this event.